Manufacturer narrative:
Performing a visual inspection with the naked eye, we found that a clip was stuck in between the scissor blades. The jaw holder is bent open and the proximal end of the draw bar strongly deformed. In an effort to reproduct the deviation described by the user, we were not successful in opening the jaw with a clip - not even when the instrument was not jammed. Subjecting the instrument to a visual inspection under the microscope, we found that material was shorn off the clip. A shearing off of material can happen when someone tries to cut the clip using the scissor. Due to the hard material the clip consists of, both the scissor blades and the jaw holder are bent apart and the clip gets stuck. Given these facts, we are unable to determine the root cause of the nonconformance described. Since this evaluation indicates no defect of material, no defect in design or any defect in manufacturing, we feel that no corrective measure is to be taken.

Event description:
According to the hospital, the following occurred during surgery; when the surgeon tried to cut tissue with the instrument in question, the latter jammed and would not open any more. Using a hemoclip, they managed to open the instrument.